Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reflashed all software nodes and reloaded configuration files to correct for error messages and allow function of x ray. The unit is operational. Due to case load machine is in use. A future service visit will be conducted to perform complete fluoro/ film alignment. No further problems are anticipated. A follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the system 2800 could not perform x-ray function. Displays "x-rays blocked" message. Further reported that the the "collimator too large" error message was displayed. It was also reported that the exposed film was being trimmed incorrectly. There was no adverse pt involvement reported. There was no pt info reported.